Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. Patient's weight was not provided. Per the complainant, during the procedure the blue oversheath grip detached from the sheath. This detachment prevented advancement of the clip. The procedure was completed with a second resolution clip device with no complication to the patient. There has been no report of complication or injury to the patient. The patient's condition post procedure was reported as fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).